Manufacturer narrative:
The patient had reported to the injector (over the phone) that her skin is fine and that she is having no other issues with the areas injected. The device history records for radiesse lot 1023186 were reviewed; all required testing specifications were met prior to release, there were no abnormalities noted.

Event description:
A patient was injected with radiesse dermal filler on (B)(6) 2011. At two weeks post injection, the patient noticed an area of redness and itchiness along the right side naso labial fold. The patient was advised (over the phone) to use hydrocortisone cream. On (B)(6) 2011, the patient as seen by dr (B)(6) , who diagnosed "papular rash" and treated with bactrim ds (oral) bid for 10 days. The patient was also advised to use hibiclens (antiseptic antimicrobial skin cleanser) and bactriban cream twice each day. The patient called over the weekend, saying the rash seems to be spreading to the other side and that it is very itchy and bothersome. The patient did not return for a follow-up, but reported on (B)(6) 2011, that her skin is fine and is having no problems with the area.